Manufacturer narrative:
Additional suspect medical device component involved in the event: model# sc-4316, lot# 18291425 description: next generation anchor kit sterile. Additional information was received that the patient was prescribed antibiotics.

Event description:
A report was received that the patient had an infection prior to the permanent implant procedure. The patient underwent an explant procedure in which all devices were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-3138-25, serial/lot: (B)(4), description: scs phiii ext 25cm; model # sc-4316, lot # ni, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection prior to the permanent implant procedure. The patient underwent an explant procedure in which all devices were explanted.

Manufacturer narrative:
Additional information was received that the physician assessed that the infection was patient and procedure related.

Event description:
A report was received that the patient had an infection prior to the permanent implant procedure. The patient underwent an explant procedure in which all devices were explanted.